Manufacturer narrative:
Additional information was received on (B)(6)2018 on the event. Per the physician, there was difficulty in removing the catheter due to the fact that the lasso¿ 2515 variable circular mapping catheter was caught on the tricuspid valve. The catheter was in a curved position and the lasso variable was partially open. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for left atrial flutter with a lasso¿ 2515 variable circular mapping catheter. Initially it was reported that during the procedure, the lasso¿ 2515 variable circular mapping catheter became entrapped in the tricuspid valve. Lasso¿ 2515 variable circular mapping catheter was removed and the procedure was successfully completed. There was no evidence of excessive manipulation. No surgical intervention was required. There were no patient consequences. This event was assessed as not reportable. Since the potential risk that it could cause or contribute to a death or serious deterioration in the patient¿s state of health was remote additional information was requested and received on (B)(6) 2018. During the procedure, the lasso¿ 2515 variable circular mapping catheter was found to be stuck in a fully deflected position. Knob/piston was not stuck in a fixed position. There was no ring damage or other physical damage observed on the distal portion of the catheter. The deflection issue described was assessed as a reportable malfunction. Therefore, the awareness date was reset to (B)(6) 2018.